Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via log file analysis. Data on (B)(6) 2024 was reviewed. The periodic log file captured the driveline power fault alarm on (B)(6) 2024 at 13:01:19 and remained thereafter. Additional information reported system controller (serial # (B)(6) and modular cable was replaced to resolve the reported alarm. The system controller was not returned. Attempts were made to obtain additional information from the customer regarding log files after the exchange; however, no additional information was provided. The analysis of the returned modular cable (lot # 7724169) under this complaint confirmed a driveline power fault alarm was reproduced. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent power cable disconnect alarms and damage to their power leads. The patient exchanged their own system controller. After, they were having driveline power fault alarms. Log files confirmed driveline power fault alarms beginning on (B)(6) 2024 between 12:00 and 1:00. There was wear on the patient's modular cable but no significant kinks of damage noted. The modular cable and system controller were then exchanged by the healthcare professional and the alarms resolved. The self-test was performed without issue. No damage or debris was noted within the connections of the system controller or modular cable.